Event description:
It was reported that the user experienced sustained hyperglycemia with discordant readings between the ilet and fingerstick, followed by bg values reaching approximately 489¿490 mg/dl, during which external rapid-acting insulin was administered and infusion set and sensor changes were advised due to possible cannula bending or scar tissue at the infusion site. Symptoms included headache, while other symptoms were denied. Outcomes included need for non-medical assistance from a caregiver and ongoing monitoring, without medical intervention or hospitalization. Investigation included user coaching on infusion site rotation, infusion set replacement, sensor replacement, meal announcement confirmation, external correction dosing, and continued bg monitoring. Investigation of this case revealed suspected infusion set performance or site absorption issues contributing to hyperglycemia, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.